Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged dry throat. There was no report of permanent or serious patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Additional information was received and section h11 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devicesthe manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devicesthe manufacturer previously reported an issue related to a continuous positive airway pressure (CPAP) device's sound abatement foam, the manufacturer previously received information alleging an issue related to a bipap device's sound abatement foam. The patient alleged dry throat and the humidifier not functiona and other thermal issue. The device was returned to the manufacturer's product investigation laboratory for investigation. During internal investigation, there is unknown white and black dust like contamination found on all surfaces of the base unit, spotted film residue present at the air inlet where the filter would be and at the iso port entrance, ui panel, bottom enclosure, blower box housing, blower motor, blower impeller, and rear panel o-ring. The manufacturer used a fitt (foam integrity test tool) and was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found no error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes, there was no evidence of sound abatement foam degradation. The manufacturer not able to confirm the complaint and address the symtoms specified. In this report, section h6 has been updated.